Event description:
The customer stated that a new IV container was programmed to deliver, however, approximately one hour later; no fluid was delivered (medication, programmed amount and delivery rate unk). The customer also stated that the pump appeared to be delivering, and blood was observed in the IV line. The device was tested at the facility per the spectrum preventive maintenance procedure, and the device was found to perform within specification.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. Although there is no evidence of a device malfunction, it is possible the administration set had been loaded in the pump improperly (reversed) by the user.